Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. One vicious fluid control (vfc) tubing set with the small parts tray (smpt) was returned and visually inspected. The gray tip plunger was not returned with the sample. In the returned condition, the syringe, tubing set, 23 gauge (ga) and 20ga cannula's were unused. No defects were observed. The vfc tubing set was tested using the returned 25ga cannula and a calibrated console representing the current software version. The console could recognize the vfc by illuminating green on the light emitting diode (led) ring. The vfc sample was filled with silicone oil per directions for use (dfu); in injection mode the plunger moved freely and met specifications. Extraction mode was then selected and the vfc could aspirate silicone oil into the barrel of the syringe; no anomalies were observed during this step. Pressure was stable during functional testing. The sample passed functional testing, no occlusion or anomalies were observed. The root cause of the customer's complaint could not be established since the returned sample met specifications, no occlusion or anomalies were observed during functional testing. No contributing factors could be identified that could cause the reported complaint. After the investigation of this complaint, it has been determined that this sample met specifications. Therefore, no action will be taken at this time. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported the needle tip was clogged and injection failed during a vitrectomy surgery. The product was replaced and the procedure was completed. There was no patient harm